Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller states that he tested 4.2 inr on the coaguchek xs system and 1.4 inr on a comparison lab. Caller states that his doctor changed his marcumar dosage. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.